Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, marathon distal tip was found to be punctured at the proximal end of distal marker band. The marathon micro catheter was then flushed; water exited the puncture and distal tip. No damages or irregularities were found with the marathon hub. An in-house guidewire was inserted into the marathon micro catheter hub and exited through the puncture. No other anomalies were observed. Based on the device returned analysis and reported information, we were unable to determine the cause of the event. It is possible the shaping of the marathon distal tip or the guidewire distal tip shaping contributed to the event; however, the root cause could not be determined. The customer reported having steam shaped the distal tip. As noted in the marathon IFU (instructions for use): warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00350, 2029214-2019-00351, 2029214-2019-00352. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during spinal arteriovenous fistula embolization treatment, these both catheters puncture during guidewire insertion. The event happened prior to use in the patient. It was reported that after steam-shaping the tip of the marathon catheter for 10 seconds and trying to push mirage guidewire, there was a hole at the distal marker part of microcatheter. This same thing happened with two different marathon catheters. The catheter damaged at the distal tip. There were no reports of patient injury in association with this event.